Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that they receive insulin flow block alarm. Customer blood glucose was unknown at the time of incidence. Customer's parent stated they changed the set four times and tried all the remedies. Advised customer to place insulin pump in storage mode, remove battery, press and hold the back button until the screen turns off. Advised to revert to back up plan. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no delivery or insulin flow blocked alarm noted during testing.